Manufacturer narrative:
The device is not available.

Event description:
It was reported that during the preparation with the balloon catheter, the contract was not staying in the balloon and it was not inflating properly. During inflation, leak was observed from the distal end of the balloon. There was no patient involvement

Manufacturer narrative:
Analysis of the device confirmed that there was no issues during inflation of the balloon and there was no evidence of any leak to the inflated balloon. A returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The balloon catheter was flushed without difficulty. A 0.014¿ guide wire was advanced to the distal tip of the balloon catheter to form a seal and the balloon was inflated without difficulty, no leaks or burst was noted" the balloon was confirmed to be within specifications. Hence the issue was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the preparation with the balloon catheter, the contract was not staying in the balloon and it was not inflating properly. During inflation, leak was observed from the distal end of the balloon. There was no patient involvement